Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that blood sugar readings are not displayed on their account as well as things displayed on the reports that are not accurate with what is on the pump. Customer's blood glucose value was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No time/clock anomalies noted during testing; the time advanced properly. Programmed multiple boluses and monitored; unit uploaded properly using carelink pro. All bolus deliveries were shown properly in carelink and in the bolus history screen. No upload/download anomalies noted during testing.